Manufacturer narrative:
Product ID 3037, serial# (B)(4); product type programmer, patient product ID 3 889-33, lot# va0exuh, implanted: 2014 (B)(6); product type lead. (B)(4).

Event description:
It was reported that the patient had a loss of therapeutic effect. Post implant, the patient saw an improvement in their bowel therapy where the frequency leveled off and they were seeing less severe and less frequent symptoms but it never solved the patient¿s issues. The symptoms used to come and go before the patient got the implant. Seven weeks ago, the patient¿s symptoms came back with a sudden onset. The patient denied any body trauma or falls around that time that may have been associated with the symptom issue. The patient tried every program and increased stimulation to the point of being able to stand the stimulation sensation but none of the 4 programs helped with the increased symptoms. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.